Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. The remote alarm connector was found to be broken. The device's interface board was replaced to address the issue. The device failed to step during testing. The device's sensor board was replaced to address the issue.

Event description:
The MFR received info from a third party service center alleging a ventilator would not function. The device was not in pt use.